Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: the zilbs-635-10-8 device of lot number c1165528 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a hydrophilic, cook fusion wire guide, of 0.035¿ diameter. The complaint device was advanced through an unknown olympus endoscope. A sphincterotomy and pre-dilation were conducted prior to the incident. A little resistance was encountered when advancing the wire guide through the target lesion but resistance was not encountered when advancing the delivery system. The device related to this occurrence underwent a laboratory evaluation on the 5th october 2017. On evaluation of the returned device, it was observed that the flexor had separated from the handle at the white connector cap. The device was returned with the stent loaded into the delivery system. A single kink was observed in the flexor, 2cm from the proximal flare and in the inner peek catheter, 8.2cm from the white connector cap. The kink could have occurred during transport. The device was flushed without issues. A new 0.035¿ diameter wire guide was advanced through the device, with resistance encountered at the kink in the inner peek. A slight bend was observed in the flexor, at 80cm from the proximal flare. The flexor length was measured as 200.8cm, which was within specification of 200cm +2/-1cm. The engineers were unable to deploy the stent in the lab. Complaint is confirmed as the failure was verified in the laboratory, as the flexor was observed separated from the handle. Possible causes for this occurrence could include a difficult patient anatomy. A difficult patient anatomy could have created the resistance during deployment. The resistance could have caused or contributed to the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. Document review: a review of the relevant manufacturing records (c1165528) did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1165528 . Summary: complaint is confirmed as the failure was verified in the laboratory, as the flexor was observed separated from the handle. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. The procedure was completed with another device. The risk was determined to be low (category iii). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions. The user advanced the device along wire guide to desired position. Then they tried to deploy the stent, but the outer sheath was separated from the handle part of device. So they could not deploy the stent and withdrew the device. Replace new device to finish the procedure.

Manufacturer narrative:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user advanced the device along wire guide to desired position. Then they tried to deploy the stent, but the outer sheath was separated from the handle part of device. So they could not deploy the stent and withdrew the device. Replace new device to finish the procedure.